Manufacturer narrative:
Information was received on 09/23/2020 indicating event date. Picture analysis completion date: (B)(6) 2020: one picture of smiths medical cadd cassette reservoir was returned for analysis. Per picture analysis, no leaks were found on the bag. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that the cassette balloon to a smiths medical cadd cassette reservoir burst toward the filling end. The unit was discarded with no reported adverse effects.